Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient underwent a thrombectomy procedure on (B)(6) 2016 using an indigo system cat 8 aspiration catheter (cat8). During the procedure, the patient had a massive pulmonary embolism (pe) with pulseless electrical activity (pea) arrest which led to the patient passing away. This serious adverse event was adjudicated to be definitely related to the massive pulmonary embolism, and possibly, though unlikely, related to the indigo system.